Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station had download stopped and was not communicating. A technical support specialist (tss) identified that the device was not communicating, contacted the customer to request assistance from local it to investigate a possible outage, and received confirmation that the connection had been reestablished. The tss then verified successful communication and confirmed case closure with the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the download had stopped and the system was not communicating for two days. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.